Event description:
It was stated that the customer was hospitalized due to back surgery, and was experiencing high blood glucose levels. The customer was put on the phone. Troubleshooting was performed, and the insulin pump was programmed correctly, except for the time, which was one hour off. No further troubleshooting was possible at the time of the call, as the customer was about to go into surgery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.